Event description:
It was reported that during the implant procedure, there was noise on the right atrial (ra) lead while testing the lead through the analyzer. The noise could not be resolved. The ra lead was removed and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).